Event description:
Pt revised to address pain.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.